Event description:
It was reported that the 9600+ system intermittently was unable to make x-ray (unable to fluoro). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. As a proactive measure, replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.